Manufacturer narrative:
The following sections have been updated: date of this report, date received by manufacturer, add follow up type, device availability - date returned to manufacturer, device evaluated by manufacturer - change explanation, additional information. Top part of fractured screw was not returned to manufacture but the concomitant product was returned.

Manufacturer narrative:
(B)(4). Device has not yet been returned to manufacture. Product no returned to manufacturer.

Event description:
It was reported that abutment screw fractured and it could not be removed from implant. Implant was removed.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection. The implant shows large signs of wear about the threads and internal drive feature. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. The complaint was confirmed. The part and lot numbers of the screw were not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.